Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience sierra, everolimus eluting coronary stent system, instructions for use (IFU) states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and moderately calcified lesion in the diagonal artery. A 3.5x18mm xience sierra stent delivery system (sds) was selected for use; however, a negative was not pulled prior to use of the stent during preparation. Following pre-dilatation, the sds failed to cross due to resistance with the anatomy. The sds was being removed, but resistance with the guide catheter was felt and the stent dislodged off the balloon while in the guide catheter. The dislodged stent, sds, and guide catheter were all simply removed as a unit. A second 3.5x18mm xience sierra sds was advanced but failed to cross due to resistance with the anatomy. All equipment was removed and it was noted that the stent strut was flared. A new guide wire was inserted. A 3.5x08mm xience sierra sds was advanced, but this too failed to cross due to resistance with the anatomy. The procedure was successfully completed with a 3.5x12mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.